Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. There was no additional information at this time. Customer support has attempted unsuccessfully in contacting the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range, and accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.